Manufacturer narrative:
The rse (remote service engineer) remotely evaluated the device and determined the device did not start, the battery was replaced and recharged, after which the device started and the customer was able to run a functional test which passed. But after that the device no longer starts, the status indicator displays a red cross and the device beeps. The device does not start on battery or mains power although the mains and battery leds are green. The rse suggested customer to send the device to workshop for repair. A service quote has been provided to the customer. However, the customer rejected the quote. The device has not been made available to philips. Visual and functional testing could not be performed. The reported problem is confirmed. The root cause of the component failure could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the device does not start anymore, the status indicator displays a red cross and the device beeps. The device does not start on battery nor on the sector although the sector and battery leds are green. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.